Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of a stent's failure to expand. Imdrf device code a1502 captures the reportable event of a stent's positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct to treat cholangiocarcinoma during an endoscopic ultrasound (eus)-guided choledochoduodenostomy procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the stent's second flange was not able to completely expand. The deployment was continued, and while the stent's first flange was being apposed to the tissue, the axios stent came out completely to the duodenum. The stent was removed from the patient using a snare, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.